Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2015-05055. It was reported the patient was no longer receiving effective stimulation. X-rays were taken and revealed lead migration. It was also reported the patient had not healed properly since being implanted due to being diabetic. On (B)(6) 2015, the lead that migrated was explanted and replaced. The associated anchor was also explanted and replaced, but electively. Effective therapy was restored post-op. Both of the patient's leads are being reported because it is unknown which lead was explanted and replaced.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.